Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event code is addressed in package insert. Additional information has been requested. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00368.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend. A (B)(4) review was conducted. The product was not returned.

Event description:
Allegedly the cannulated drill bit contained bone tissue inside.